Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. The part number of the suspect device was not identified, therefore the manufacturer cannot determine the suspect device. The parts that were used are part# 8696550, part #8697540.

Event description:
It was reported that the patient underwent a posterior lumbar surgical procedure at l5-s1. It was reported that fifty-five months postoperatively, the patient experienced a sudden onset of severe pain in the lower back. The patient was sent for an MRI and given home exercise. The pain continued and the patient sought treatment from a different institution. Fifty-eight months postoperatively, the patient underwent removal of the l5-s1 screws on the left side. Approximately 60 months postoperatively, the patient had an MRI which suggested an epidural hematoma or seroma. Sixty months postoperatively, the patient had an l4-l5 epidural injection. No additional patient complications were reported.